Manufacturer narrative:
The reported event of mislabeled device header was confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was received in normal range of operation. Analysis performed, including thermal and mechanical stressing of the device did not find anomalies, and battery voltage was still in the normal range of operation. Connector inspection of the device found that incorrect header was mounted on to the device can this is considered manufacturing anomaly. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during an initial implant procedure, the pacemaker being used was found to have been mislabeled for the type of device header. The pacemaker was not used and another pacemaker was used to successfully complete the procedure. No patient consequences were reported throughout the procedure.